Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21249. It was reported the pt experienced ineffective back stimulation in addition to discomfort at the ipg pocket due to its location. Subsequently, the pt underwent surgical intervention to explant the ipg. While attempting to explant the scs lead, it was hung up on the lamina and the tails of the lead came apart as the physician pulled on it. As a result, the physician left part of the lead implanted.